Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. The stapler was returned with the trigger engaged, and there were signs of biological material on the device. The stapler was received with 12 staples left in the cartridge, indicating that the customer fired at least 23 staples. For functional testing the stapler was fired into the air. The first staple fully formed and released properly. The stapler was then fired into a skin pad to simulate insertion into the skin. The first fire attempt resulted in one unformed and one unformed staple being released. The next staple fired, formed and released properly into the skin pad. The stapler was then disassembled. The forming tool was then inspected, and it was observed that it was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. Although a lot number was not reported, a potential lot number was found through the sales history. The potential lot number is 73k2400787. Per DHR the product visistat 35w 6/box lot # 73k2400787 was manufactured on 10/28/2024 a total of (B)(4) pieces. Lot was released on 11/05/2024. DHR investigation did not show issues related to complaint. The reported complaint of "misfire/jam - staples not firing" was confirmed based upon the sample received. Upon functional testing, the first firing attempt in the air had one staple fully form and release properly. The stapler was then fired into a skin pad and the first fire resulted in one unformed and one formed staple. The next staple fired fully formed and released properly into the skin pad. The stapler was then disassembled, and it was determined that the forming tool was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. A non-conformance was initiated to further evaluate this complaint issue and was closed on 10-jan-2025. The sample was manufactured prior to these actions on 22-jan-2024. Per the nc, for wide visistat staplers with a deformed forming tool tab, the probable root cause was linked to the supplier. The forming tool is a raw component that is outsourced and was observed to be out of specification. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during a surgery. Therefore, the stapler was replaced with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during a surgery. Th erefore, the stapler was replaced with a new one to complete the procedure. No staple fell/remained in the patient and no injury t the patient was reported".